Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after the cartridge was loaded with 250 units of insulin. The customer loaded 50 units more and received the notification again. The customer successfully loaded another cartridge. The customer's blood glucose (bg) level was 316 mg/dl and a bolus via the pump was delivered to address the bg level.